Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('perforation (other) please describe and state the location of the perforation: device ripped into bladder'), genital haemorrhage ('gen. Abnormal bleed') and ovarian cyst ('ovarian cysts') in a 40-year-old female patient who had essure (batch no. 21013) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent for an essure confirmation test". The patient's medical history included gravida ii and parity 1 (B)(6) 1996). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain\ lower right pain") and back pain ("back pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and mood swings ("mood swings"). In (B)(6) 2009, the patient experienced abortion spontaneous ("pregnancy: stillbirth/miscarriage"). In (B)(6) 2010, the patient experienced migraine ("migraine\migraines / headaches"). In (B)(6) 2010, the patient experienced skin disorder ("rashes or skin conditions type: small bumps on skin around neck, arm"). In (B)(6) 2011, the patient experienced bladder perforation (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), urinary incontinence ("urinary probs\bladder or urinary problems or changes"), vision blurred ("blurry vision"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding( vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding( vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia\ blood or heart disorder/condition type: anemia"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("nuero condit/prob") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, iron, oxycodone and surgery (hysterectomy with unilateral salpingo-oopherectomy, novasure endometrial ablation on (B)(6) 2010 and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the bladder perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, iron deficiency anaemia, intermenstrual bleeding, urinary tract infection, fatigue, mood swings, migraine, skin disorder, nausea, vaginal haemorrhage and heavy menstrual bleeding had resolved and the pregnancy with contraceptive device, abortion spontaneous, ovarian cyst, psychological trauma, urinary incontinence, cystitis, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, headache, vision blurred, nervous system disorder, female sexual dysfunction and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bladder perforation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, migraine, mood swings, nausea, nervous system disorder, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, skin disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: received treatment for pain-dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, anemia, metorhagia (bleeding b/w periods),gen. Abnormal bleed, psych injury, perforation, bladder/urinary prob. Removal date: (B)(6) 2011, (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 120.2 kgs. Hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received: lo number and product expiration date added. Reporter information, rcc notes were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('perforation (other) please describe and state the location of the perforation: device ripped into bladder'), genital haemorrhage ('gen. Abnormal bleed') and ovarian cyst ('ovarian cysts') in a 40-year-old female patient who had essure (batch no. 21013- notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent for an essure confirmation test". The patient's medical history included gravida ii and parity 1 (12/7/1996). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain\ lower right pain") and back pain ("back pain"). In july 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and mood swings ("mood swings"). In (B)(6) 2009, the patient experienced abortion spontaneous ("pregnancy: stillbirth/miscarriage"). In (B)(6) 2010, the patient experienced migraine ("migraine\migraines / headaches"). In (B)(6) 2010, the patient experienced skin disorder ("rashes or skin conditions type: small bumps on skin around neck, arm"). In (B)(6) 2011, the patient experienced bladder perforation (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), urinary incontinence ("urinary probs\bladder or urinary problems or changes"), vision blurred ("blurry vision"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding( vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding( vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia\ blood or heart disorder/condition type: anemia"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("nuero condit/prob") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, iron, oxycodone and surgery (hysterectomy with unilateral salpingo-oopherectomy, novasure endometrial ablation on (B)(6) 2010 and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the bladder perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, iron deficiency anaemia, intermenstrual bleeding, urinary tract infection, fatigue, mood swings, migraine, skin disorder, nausea, vaginal haemorrhage and heavy menstrual bleeding had resolved and the pregnancy with contraceptive device, abortion spontaneous, ovarian cyst, psychological trauma, urinary incontinence, cystitis, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, headache, vision blurred, nervous system disorder, female sexual dysfunction and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bladder perforation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, migraine, mood swings, nausea, nervous system disorder, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, skin disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: received treatment for pain-dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, anemia, metorhagia (bleeding b/w periods),gen. Abnormal bleed, psych injury, perforation, bladder/urinary prob. Removal date: (B)(6) 2011, (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 120.2 kgs. Hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion. Lot number reported 21013 is notvalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('perforation (other) please describe and state the location of the perforation: device ripped into bladder'), genital haemorrhage ('gen. Abnormal bleed') and ovarian cyst ('ovarian cysts') in a 40-year-old female patient who had essure (batch no. 21013- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent for an essure confirmation test". The patient's medical history included gravida ii and parity 1 ((B)(6) 1996). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain\ lower right pain") and back pain ("back pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and mood swings ("mood swings"). In (B)(6) 2009, the patient experienced abortion spontaneous ("pregnancy: stillbirth/miscarriage"). In (B)(6) 2010, the patient experienced migraine ("migraine\migraines / headaches"). In (B)(6) 2010, the patient experienced skin disorder ("rashes or skin conditions type: small bumps on skin around neck, arm"). In (B)(6) 2011, the patient experienced bladder perforation (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), urinary incontinence ("urinary probs\bladder or urinary problems or changes"), vision blurred ("blurry vision"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding( vaginal, menorrhagia)") and heavy menstrual bleeding ("abnormal bleeding( vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), iron deficiency anaemia ("anemia\ blood or heart disorder/condition type: anemia"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("nuero condit/prob") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, iron, oxycodone and surgery (hysterectomy with unilateral salpingo-oophorectomy, novasure endometrial ablation on (B)(6) 2010 and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the bladder perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, iron deficiency anaemia, intermenstrual bleeding, urinary tract infection, fatigue, mood swings, migraine, skin disorder, nausea, vaginal haemorrhage and heavy menstrual bleeding had resolved and the pregnancy with contraceptive device, abortion spontaneous, ovarian cyst, psychological trauma, urinary incontinence, cystitis, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, headache, vision blurred, nervous system disorder, female sexual dysfunction and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bladder perforation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, iron deficiency anaemia, migraine, mood swings, nausea, nervous system disorder, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, skin disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: received treatment for pain-dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, anemia, metorhagia (bleeding b/w periods),gen. Abnormal bleed, psych injury, perforation, bladder/urinary prob. Removal date: (B)(6) 2011, (B)(6) 2015 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 120.2 kgs. Hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion.. Lot number reported 21013 is not valid. Most recent follow-up information incorporated above includes: on 7-may-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ('perforation (other) please describe and state the location of the perforation: device ripped into bladder'), genital haemorrhage ('gen. Abnormal bleed'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage'), abortion spontaneous ('pregnancy: stillbirth/miscarriage') and ovarian cyst ('ovarian cysts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent for an essure confirmation test". The patient's medical history included gravida ii and parity 1 ((B)(6) 1996). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain\ lower right pain") and back pain ("back pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and mood swings ("mood swings"). In (B)(6) 2009, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced migraine ("migraine\migraines / headaches"). In (B)(6) 2010, the patient experienced skin disorder ("rashes or skin conditions type: small bumps on skin around neck, arm"). In (B)(6) 2011, the patient experienced bladder perforation (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), urinary incontinence ("urinary probs\bladder or urinary problems or changes"), vision blurred ("blurry vision"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding( vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding( vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia ("anemia\ blood or heart disorder/condition type: anemia"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), cystitis ("bladder infect"), urinary tract infection ("uti"), vaginal infection ("vag. Infect"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("nuero condit/prob") and female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, iron, oxycodone and surgery (hysterectomy with unilateral salpingo-oophorectomy and oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2015. At the time of the report, the bladder perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, iron deficiency anaemia, metrorrhagia, urinary tract infection, fatigue, mood swings, migraine, skin disorder, nausea, vaginal haemorrhage and menorrhagia had resolved and the pregnancy with contraceptive device, abortion spontaneous, ovarian cyst, psychological trauma, urinary incontinence, cystitis, vaginal infection, vaginal discharge, gastrointestinal disorder, alopecia, headache, vision blurred, nervous system disorder, female sexual dysfunction and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, bladder perforation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, ovarian cyst, pelvic pain, pregnancy with contraceptive device, psychological trauma, skin disorder, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: received treatment for pain-dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back, anemia, metrorrhagia (bleeding b/w periods),gen. Abnormal bleed, psych injury, perforation, bladder/urinary prob, diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - in (B)(6) 2009: result: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: case become incident, previously added injury nos was replaced with dysmenorrhea & new events- dyspareunia, pelvic pain, abdominal pain, back pain, anemia, metrorrhagia, gen. Abnormal bleed, rash/skin condition, psych injury, pregnancy: stillbirth/miscarriage, device ineffective, perforation, bladder probs., urinary probs., bladder infect. Uti, vag. Infect., vag. Discharge, fatigue, gi conditions, hair loss, hormonal changes, migraine, headaches, nuero condit/prob, vision probs, device monitoring procedure not performed, were added. On (B)(6) 2019: fu 2 & 3 proceeded together. Pfs received: lawyer was added. Abnormal bleeding(vaginal, menorrhagia), bladder leakage, nausea, ovarian cysts, apareunia, weight gain, were added & few events were updated hormonal changes to mood swings, perforation to device ripped into bladder, rashes or skin conditions to small bumps on skin, vision/eye problems to blurry vision. Outcomes were added. Treatment drugs were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.